Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated the high blood glucose with a novolog pen. The customer stated that the pump looked rusted or had some water. The customer stated that she takes it off when she showers, but runs half marathons. The customer was unable to troubleshoot as she was at school. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.